Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing secondary set tubing broke off below the drip chamber and leaked chemotherapy and drug waste. The following information was provided by the initial reporter: "I¿m hoping to submit a bd complaint. Tubing reference number used was 10014881 (replacement for our usual secondary (10013364t) but tubing break described matches previous breaks with 10013364t where the tubing snapped right beneath the drip chamber. Resulted in a chemotherapy spill and drug waste."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Device manufacture date: unknown. Investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. There is a possible root cause of lack of solvent during production but the sample would be necessary to confirm this. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.